Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Concomitant products: 6947 implantable defibrillation lead 2004 (B)(6), 5076 implantable pacing lead 2003 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported the left ventricular lead thresholds were high and the device outputs were high, which attributed to the rapid decrease in battery voltage in the device. The device was removed and a new device was implanted. The lead remains in use. No patient complications have been reported as a result of this event.